Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube. A replacement device was opened to continue the case. However, the second heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hosp.